Event description:
The iq guide wire was advanced into the ramus intermedius. Upon removal of the iq guide wire, it was noted by the physician that the tip of the wire had broken off during some point of the procedure. The catheter tip was left in place.